Event description:
Reporter indicated vns therapy system explanted due to "pus in tube." One piece of the explanted lead was returned to manufacturer for product analysis. A portion of the lead body and electrodes were not returned, so a complete product analysis on the lead could not be performed. Product analysis on the returned portion of the lead showed no anomalies. Information regarding the pus in the tube is addressed in medwatch 1644487-2007-00170. Further investigation found that infection was noted, "initially seen around generator which was explanted," " then developed infection around the lead." Explanted generator was not returned for analysis. Reimplantation of the vns therapy system is planned.